Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood leakage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no defects were observed that could cause blood leakage. Bd was not able to identify a root cause for the leakage from the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd preset¿ arterial blood collection syringe experienced a deformed plunger (rubber stopper) during use.the following information was provided by the initial reporter. The customer stated: operating nurse described: after opening the package, according to the standard preset, there was no blood coming out after the blood volume was about 0.7ml during the blood drawing process. Then pull out the needle exhaust ready for testing, the blood flows down between the hole stone and the pipe wall when the exhaust is reversed. Take a closer look at the front end of plunger stopper is not flat, informed the head nurse and take photos for evidence and discard it. The head nurse magnified the problem and questioned the quality of the company's entire line of products, and we need to provide a reasonable explanation and improve product quality.